Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initially, a representative from the insurance company contacted the medical information center on behalf of the consumer and reported that the consumer developed fungal keratitis in the right eye after using contact lenses. The consumer subsequently sought medical attention and was prescribed moxifloxacin eye drops administered six times daily, along with tobramycin eye ointment used on an as-needed basis for a duration of nine days. This was followed by an eye ointment dressing regimen consisting of ofloxacin and tobramycin, applied three times daily for two days. Subsequently, the treatment was changed under internal care at the hospital, where advanced regimen was initiated, ofloxacin¿ceftazidime eye drops on an hourly basis for six days, after which the frequency was reduced to every two hours during the daytime and continued thereafter. In parallel, tobramycin was also administered hourly, with a similar adjustment to dosing every two hours during the day, and this treatment was continued. Additionally, scopolamine was introduced at a dosage of twice daily and maintained as ongoing therapy. Antifungal treatment was initiated with voriconazole, which was administered hourly for two days. From voriconazole the consumer was switched to natamycin, given hourly, and this therapy remains ongoing. The current status of the consumer¿s eye is symptoms continuing at the time of the report. Additional information has been requested but not yet received.